Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: snf: the current IFU (instructions for use) states: potential complications: perforation of the vena cava wall by the legs of the filter. Rnf/g2/g2 express/gx/eclipse/meridian/denali: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately one year four months post vena cava filter deployment the filter perforated the vena cava. There were no reported attempts made to retrieve the filter. There was no known impact or consequence to the patient. No additional information was provided.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. Medical records were provided and reviewed. The investigation of the reported event is currently underway. Medical records review: the patient status post total knee replacement with deep vein thrombosis had an inferior vena cava (ivc) filter deployed below the renal veins at the l2-l3 level. Approximately one year four months post filter deployment, the patient was scheduled for filter retrieval. The right internal jugular vein was accessed and an inferior venacavogram demonstrated the filter in a suprarenal location with multiple limbs extruding beyond the cava wall. A snare device was unable to engage the hook of the filter secondary to the filter hook being embedded anteriorly. A gliding catheter was advanced and the snare device engaged the hook of the filter and the sheath was advanced over the filter. The filter was removed intact. The patient tolerated the procedure well. (B)(4).

Event description:
It was reported that approximately one year four months post vena cava filter deployment the filter perforated the vena cava. There were no reported attempts made to retrieve the filter. There was no known impact or consequence to the patient. No additional information was provided.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient status post total knee replacement with deep vein thrombosis had an inferior vena cava (ivc) filter deployed below the renal veins at the l2-l3 level. Approximately one year four months post filter deployment, the patient was scheduled for filter retrieval. The right internal jugular vein was accessed and an inferior venacavogram demonstrated the filter in a suprarenal location with multiple limbs extruding beyond the cava wall. A snare device was unable to engage the hook of the filter secondary to the filter hook being embedded anteriorly. A gliding catheter was advanced and the snare device engaged the hook of the filter and the sheath was advanced over the filter. The filter was removed intact. The patient tolerated the procedure well. Investigation summary: the device was not returned. Images were not provided. Medical records were reviewed. Based on the provided medical records, the investigation is confirmed for a tilted filter, perforation of the ivc wall, cephalad migration and difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall filter tilt filter malposition note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4).

Event description:
It was reported that approximately one year four months post vena cava filter deployment the filter perforated the vena cava. There were no reported attempts made to retrieve the filter. There was no known impact or consequence to the patient. No additional information was provided.

Event description:
It was reported through the litigation process that approximately one year and four months post vena cava filter deployment the filter perforated the vena cava. There were no reported attempts made to retrieve the filter. There was no known impact or consequence to the patient.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard denali filter was deployed below the renal veins at the l2-l3 level for a patient with deep vein thrombosis. Approximately six months of post deployment, an x-ray lumbosacral spine was performed for lumbar sprain. The study showed that inferior vena cava filter was noted. Around, four months later, a computed tomography of abdomen and pelvis was performed for right groin pain. The study showed that inferior vena cava filter was noted. Around, two weeks later, an MRI of abdomen was performed which showed inferior vena cava filter was noted in the suprarenal region. Around, one month later, a magnetic resonance imaging of kidney was performed for left renal mass. The study showed that inferior vena cava filter was noted in the suprarenal region. Around, three months and two weeks later, an x-ray abdomen was performed to evaluate inferior vena cava filter. The study showed that inferior vena cava filter was noted in the right mid abdomen overlying the l1 and l2 vertebral bodies. Around, two weeks later, patient was planned for filter retrieval procedure. Through the right internal jugular vein approach, a guidewire was advanced into the inferior vena cava below the existing filter. An inferior vena cavogram was performed which showed existing filter to be intact. The filter was noted to be suprarenal with multiple penetrated/extruded legs. Using a ensnare device, the filter hook could not be engaged secondary to an embedded filter hook anteriorly. A guiding catheter was advanced and the ensnare was used to engage the filter hook and the sheath was advanced over the filter. The filter was removed and examined. A post-removal cavogram was obtained demonstrated no evidence of extravasation or pseudoaneurysm. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc), filter tilt, filter migration and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall - filter tilt - filter malposition a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, g3 h11: b3, g1, h6(patient, device, method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.